Event description:
The rptr called in to inquire how to determine the expiration date of strips. He never believed he had high blood sugar. When he got an er1, he knew he made a procedural error. He admits to overdosing strips and finds it hard to get a small enough drop of blood. He does not routinely check the confirmation dot. He did check the dot when getting an er1 message. It was not dark in color. He did not seek medical attention.